Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 250 mcg/ml; 79mcg/day and morphine (unknown concentration and dose) via an implantable pump. The date of the event was (B)(6) 2018. It was reported the patient experienced a sudden change in therapy noted as overdose. The patient was in the intensive care unit on a narcan drip. The hcp wanted to stop the pump. No further complications were reported.